Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device along with extracorporeal membrane oxygenation for mechanical circulatory support. While on support the patient was restricted on anticoagulation due to bleeding from abdominal surgery/hemicolectomy (ischemia). Additional information was provided that noted care was withdrawn due to the patient's critical condition and the patient expired. There were no reported issues with the impella; however, there is not enough information to exclude the impella device as an associated factor in the patient's demise.